Event description:
Report rec'd indicated that during the angioplasty procedure, attempts to withdraw the cath tempo 4f diagnostic catheter were made; however, at this time, the catheter's tip broke off and consequently the tip was snared. There were no anomalies noted during device inspection. The catheter was flushed as usual. The intended procedure was an angioplasty to the iliac artery. The lesion was calcified and vessel was tortuous. The catheter crossed over an acute iliac bifurcation and through a very tight calcified stenosis with a very stiff amplatz guidewire. There were no issues reported with the guidewire. During retraction of the diagnostic catheter, the tip was separated therefore, the snare technique was use to remove the separated piece successfully. There was no pt injury.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for this lot. The body tip hub subassembly lot was reviewed. It was observed during the review of this lot that no nonconformances were generated, and no other incidents were noted that could be potentially related to the complaint reported. No other issues were noted that were considered potentially related to the complaint reported. This product will be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.